Manufacturer narrative:
The complaint device is not available for a physical evaluation and no further information is available to determine the root cause for this failure. It is a possibility that during suture tying a sharp instrument caused a part of the cannula to break. However, this cannot be confirmed as the device is not returned. A batch record review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Associated medwatch: 1221934-2016-10180. (B)(4).

Event description:
The sales rep reported that during a shoulder repair that a section of the customer's clear cannula treated became caught in the sutures of their gryphon proknot br shoulder anchor and broke off. A 2mm x 3mm piece was found inside the knot that the surgeon had tied and had to be cut out leaving the anchor not as secured as desired. Graspers were used to remove the broken cannula piece and suture, leaving no loose pieces in the patient. The surgeon than added an additional unplanned anchor to secure the unattached implant and complete the fixation. Three anchors were used in total for the repair, instead of the two the surgeon had initially planned. No empty bone tunnels were created.